Event description:
The customer reported that while running an hcv assay, summit sample handler, did not detect sample in position 6. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho diagnostic systems complaint number 97-04855-09.